Manufacturer narrative:
This report is filed may 19, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth, pain and infection at the abutment site. The patient was prescribed antibiotics (date not reported), however it was reported the patient did not take the medication. Subsequently on (B)(6) 2016, the patient was administered general anesthesia to facilitate the removal of the abutment.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016. Correction: the correct catalog # is 93332; not 93329 as previously reported. The device is not available for analysis.